Event description:
It was reported that balloon rupture and removal difficulties were encountered. The target lesion was located in a vessel in the abdomen. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The balloon could not be withdrawn so the physician then cut the delivery system and removed the balloon by surgical incision. The procedure was completed with another of same device. There were no further complications reported and the patient's status was stable.